Manufacturer narrative:
Updated device evaluation completed on (B)(6) 202. Visual analysis of the returned sample revealed that the sm hps dv 250cc breast implant had a tear within a crease/fold on the posterior view measuring approximately 0.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on april 09, 2021. Device evaluation completed on april 22, 2021: visual analysis of the returned sample revealed that the sm hps dv 250cc breast implant had a tear within a crease/fold on the posterior view measuring approximately 0.5 cm. A manufacturing record evaluation was performed for the finished device 6677010 number, and no non-conformances were identified. Upon receive of the device the lot revealed to be 6677010. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on may 26, 2021 indicated that the patient underwent bilateral replacements as follow: left replaced with cat#: 3503751bc. Sn#: (B)(6), and right replaced with cat#: 3503751bc, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor smooth round high profile 250cc saline prosthesis experienced left sided deflation post procedure. The mammogram examination did not confirm the issue. As a result, an explant scheduled on (B)(6) 2021.